Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch report mw5082047 that a female patient who underwent breast implant surgery procedure with saline implant. After the index surgery the patient presented bilateral capsular contracture. There were no reported clinical signs of infection. No reports of rupture or other product issues. The patient also reported unexplained systemic symptoms, which included but not limited to chronic inflammation, pain, infection, joint damage, hair loss, digestive issues, organ damage. No further information is available at this time. This medwatch report is for the left breast implant.